Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) although a specific lot number was not provided, based on information provided by the complainant, it was determined that st004080 or st004368 were possible lots where the returned device originated. The device history report( dhrs) for these lots were reviewed and no non-conformances, discrepancies, or rework that would be considered related to this issue were noted. A product sample was received for evaluation. Visual and functional testing were performed. One device was received by the manufacturing site for investigation. Based on information provided by the complainant, it was confirmed to have been the manufacturing site-assembled part. Immediately upon observing the device, it was apparent that there was a small slit in the shaft between the connector and the neckflange. It was also noted that this same customer previously made a complaint for a similar issue involving a different device. Based on the photos provided for that other complaint, it appears there is a slit present in the same general area of the device. The root cause of the reported issue could not be confirmed as the reported issue could not be determined. No actions were taken to mitigate the reported issue.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom plastic sheath around wire was torn while in use with the patient. Customer is requesting replacements.